Event description:
It was reported that the patient's scs ipg was having to be recharged frequently. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced.